Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043399) in (B)(6)on (B)(6) 2015 who had essure (fallopian tube occlusion insert) implanted. Concomitant medication included wellbutrin. She was implanted with essure in 2011. She experienced constant heavy monthly cycles, bloating, hives due to what she believes was a reaction to the nickel, constant abdominal pain, ovarian cyst, several bad urinary tract infections that also affected her kidneys, weight gain that could not be explained and could not be lost no matter how hard she tried. She also suffered from severe depression due to all issues while having the product in her body. She finally had the device removed in 2014. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant abdominal pain and several bad urinary tract infections that also affected her kidneys. She had the device removed 3 years after insertion. These events were considered serious due to medical significance. Constant abdominal pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. Abdominal and pelvic pain may occur after essure insertion. In the present case the exact temporal relationship between abdominal pain and essure insertion was not reported. However, given the nature of this event, causality with essure cannot be excluded. Regarding the event several bad urinary tract infections that also affected her kidneys; urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Pathogens can reach the kidney by ascending from the lower urinary tract. Considering the pathophysiology of the event and essure's local effect in the fallopian tubes, causality between this event and essure was assessed as unrelated. Additional non-serious events were reported. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow up received on 13-nov-2015: follow up attempts were done with no response to date.